Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported the patient receives a "shock" every time the left hand touches a light switch, car door, another person, etc. Patient also reported that on one occasion, the spark was enough to see it across the room. The patient also stated the device was checked previously and "everything was fine". Follow up with the physician's office disclosed the patient has not been seen since receiving the "shocks". The device remains in use. No patient complications have been reported as a result of this event.